Event description:
My doctor (B)(6) administered two doses of ha gel to my left knee over a two week period for the purpose of treating the pain from osteoarthritis of that knee. The drug is "orthovisc" made by the manufacturer mckesson. I began to feel the adverse effects of the drug about 4 days after administration of the first dose on (B)(6) 2024. My second dose of this drug was on (B)(6) 2024 and the symptoms really flared up beginning about (B)(6) 2024. I initially reported this flare-up to the doctor on (B)(6) 2024, but chose to go forward with my second dose of the drug on (B)(6) 2024. I reported the increase in flare up to that doctor via written means on (B)(6) 2024 and asked that my doctor's office report my adverse effects to this agency. I don't know if he did. The adverse effects were an allergic reaction where my entire body was itchy, especially forearms, feet, face. I would feel this all the time. Also, had acute pain that would last for hours at a time in my ribcage area. Further, along with those symptoms, I would feel agitated, shifty and as though my heart rate was elevated. This had the feeling of anxiety like I've not had before, i.e. The agitation/heart racing. These symptoms persisted every day, but began to wane approximately around (B)(6) 2024. I still have all of these symptoms, but they have subsided to a tolerable level. My doctor selected this drug to administer as therapy. Company: mckesson. Ref report: mw5157538.